Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis bacterial in a subject coincident with extraneal, physioneal 40, and nutrineal therapies. On (B)(6) 2010, the subject experienced peritonitis bacterial. Treatment for the event was not reported. The primary contributing factor to the event was diarrhea. The patient recovered from the event. A causality statement was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.